Event description:
The customer reported that a crack or bubble in the reservoir caused the insulin to exit. No further information was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed a visual inspection. Found the reservoir had a cracked barrel. Reservoir will leak. Further testing was not performed due to the cracked barrel.